Event description:
During a left ventriculogram in the cath lab, the physician over-pressurized the manifold causing the second port to become dislodged during injection. The manifold is rated to 200 psi. The injection was set for 900 psi. The catheter was rated for 18cc/sec and the rate injected was 25cc/sec. These factors caused contrast agent to be sprayed. The physician was sprayed in the face. There was no harm or injury to the patient.